Event description:
It was reported to philips, that the device's button tore off. There was no patient involvement. The customer requested, that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed. Multiple parts replaced to resolve. Upon conclusion of the evaluation. It was determined, that this was a malfunction of multiple parts. The parts were replaced to resolve the reported issue. The device remains at the customer site. And no further evaluation is required at this time.

Manufacturer narrative:
Updated device problem code grid.

Event description:
It was reported to philips that the device's button torn off. There was no patient involvement.